Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure the terminal pin of this right ventricular (rv) lead was stuck in the device header. Mineral oil was used and the lead was able to be removed from the header. It was reported the inner lumen of the terminal pin separated. The lead was glued back together and testing was confirmed to be within normal limits. The lead remains implanted with the new device. The patient was not pacemaker dependent. No adverse patient effects were reported.